Manufacturer narrative:
A philips clinical specialist reviewed the logs, which show that only apnea alarms were occurring for this pt and there were no ECG related red alarm events / recordings. This is consistent with arrhythmia alarms being turned off or disabled given the knowledge by the customer that arrhythmia events were being detected, but were not sounding alarms. The logs that were gathered by the customer did not contain complete info, therefore, the date and time that the alarms were disabled could not be determined. Attempts by the customer to obtain the log data again were not successful as too much time had passed since the incident and the log data for earlier time frames was no longer present. There is no allegation or info to support that a device malfunction occurred. Not enough info was provided to indicate if any configuration change would prevent users from turning off alarm monitoring as indicated in this incident. The device remains in use at the customer site.

Event description:
The customer reported that the pt was admitted the night of 2008 and was upgraded and released on the following day. The pt was back at hosp within 12 hrs. No real specifics about bedside interaction with pt to event(s). The customer specified interest in the time frame from 5 days prior, specifically 10:30pm. Customer stated, "would say that if the function could have been controlled or prevented from being turned off yes, at this time sure if that is possible."